Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. It fell off into the patient's stomach. No serious injury to the pt was reported.